Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) was unable to confirm the reported leak in the hub. It may be possible that the initial leak was compromised or potentially blocked with dried contrast. A review of the complaint handling database found similar incidents from this lot and further assessment was performed. Av conducted root cause analysis and determined the most probable cause is variability in the gluing process during manufacturing. Interim actions have been implemented and this issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly tortuous, non-calcified, 75% stenosed, distal right superficial femoral artery. A 4.0 x 40 mm armada 18 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. The pta catheter was advanced with no resistance felt to the lesion and during inflation to 6 to 8 atmospheres a leak was observed at the connection between catheter shaft and hub. Despite the leak, the physician was able to regulate the pressure and managed to finish the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.